Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
FDA medwatch report (B)(4) attachments in file. Describe the event or problem: nurse attempted to remove cap off of 30ml insulin syringe, orange cap came off as did needle safety device. Needle was bent. Hospital reporting to FDA. Lot #: 4103073; catalog#: 328449; syringe insulin 0.3ml 31gax0.25in safetyglide. Date of FDA report march 2025. Sample status discard. Dear team, please look into this request. Customer support: on tue, mar 18 10:53 am, regulatory.affairs, regulatory.affairs@embecta.com, wrote: hi, please assign it to (B)(6). Regards, customer support. From: regulatory affairs <regulatory.affairs@embecta.com> sent: tuesday, march 18, 2025 7:39 pm to: productcomplaints <productcomplaints@embecta.com> subject: fw: (B)(4). Hello, please see below. (B)(6) senior manager, regulatory affairs and operations, (B)(6) mobile. From: FDA originated letters, FDA-originated-letters@FDA.hhs.gov. Sent: tuesday, march 18, 2025 9:23 am to: regulatory affairs, regulatory.affairs@embecta.com. Subject: (B)(4).

Manufacturer narrative:
Additional information provided in b4 and g6. Correction made to h10 to included referenced FDA medwatch report 4600150000-2025-8001.